Manufacturer narrative:
The cannula was reported to be dislodged from the infusion site. The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. Inspection of the adhesive pad and adhesive welds found no abnormalities that would indicate a failure to adhere. The cause of the adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 15 mmol/l (270.3 mg/dl) and upon inspection it was noticed that the pod had fallen off which caused the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the leg. The patient was able to activate a new pod.